Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that patient experienced infusion set tubing detachment event on (B)(6) 2026. The site of insertion was abdomen. The infusion set was in use for less than a day. The detachment is at connector site. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.